Event description:
It was reported that the patient experienced inadequate and non-target stimulation. Fluoroscopy was taken and revealed that the leads had migrated. The patient was reprogrammed and reported better right sided relief, but still have pins and needles feeling in legs and feet. The patient underwent a revision procedure wherein the leads were pulled down and remain implanted. The patient was doing well postoperatively.